Event description:
It was reported that this pacemaker could not be programmed into magnetic resonance imaging (MRI) protection mode due to a wand telemetry failure. Although the system was confirmed to be mr-conditional and the cardiology order was appropriate, attempts to initiate programming via wand telemetry were unsuccessful despite multiple troubleshooting steps, including resetting the wand and adjusting patient positioning. Wireless telemetry functioned correctly, and the device itself was confirmed to be operating as programmed with normal lead measurements. The healthcare provider was advised to contact the local representative for wand replacement. No adverse patient effects were reported, and the device remains in service.